Event description:
It was reported the right ventricular lead had impedance spikes and an apparent fracture of the high voltage cable. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the proximal segment of the lead was returned, analyzed and the defibrillation conductor was fractured. It was noted that the inner tubing was kinked/buckled, the outer insulation was breached cut, there was a white substance on the outer insulation and the outer insulation had a cosmetic depression.